Manufacturer narrative:
Y136 is an echelon oval, 1.5t system. The patient was originally diagnosed with ms (multiple sclerosis) on (B)(6) 2018 on an OEM system at another site. The patient was scanned on y136 on (B)(6) 2020. The radiologist compared the images from y136 scanned on (B)(6) 2020 to the images from the OEM system scanned on (B)(6) 2018. The radiologist created a report for the images from y136 (scanned on (B)(6) 2020) and was not satisfied with the image quality. The radiologist ordered another set of images to be taken and required the patient to be scanned on the OEM system (same system as the images from (B)(6) 2018). The patient was scanned on the OEM system on (B)(6) 2021. The radiologist used this set of images and compared it to the original images from (B)(6) 2018. The radiologist amended the report from (B)(6) 2020. Patient and treatment information were not released to hitachi. Hitachi reviewed images from november 20, 2018, december 30, 2020, and january 4th, 2021. Based on the image review, there is not a significant difference between the 3 sets of images. Clinical science and applications visited the site to review hitachi's protocols and parameters and compared them to the OEM system. It was discovered that the site has many variations of cervical spine protocols for different conditions and per the needs of the physicians. The site also changed hitachi's original protocols and system task values. The site's technologist had changed the protocols to better visualize ms lesions. No other radiologists at the site complaint of image quality issues from y136. Clinical science and applications also discovered that the OEM system used lower te and no de pulse. Hitachi's team adjusted the stir sequence to now resemble the OEM system and to be more pd weighted.

Event description:
On january 5th, 2021 hitachi received a report from an MRI site, y136. A patient received a cervical MRI on (B)(6) 2020 and the radiologist were not satisfied with the image quality and asked to have the patient rescanned at another facility, using a different system. Radiologist amended original radiology report.